Event description:
Additional information received reported that the patient was "doing fine" and "no damage" had been done to the patient from this event.

Event description:
It was reported, the patient had an infection at her pocket site. Cultures were taken from the patient's pocket site and blood. It was determined that an antibiotic treatment was necessary. It was noted, the pocket site needed wound care daily by a nurse and a wound vacuum was applied. The patient experienced drainage/incisional wound opening, fever, pain, redness, and swelling at the pocket site. It was reported approximately 2 weeks later the patient's stimulator was removed because she had developed a (B)(6) infection.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).